Manufacturer narrative:
A complete manufacturing and material records review for the nitinol stent component for model:pvs21, sn#(B)(4) has been performed. The results confirmed that the component satisfied all material, visual and performance standards required at the time of manufacture and release for a model pvs21 nitinol stent component.

Manufacturer narrative:
This initial report was originally submitted on 2nd june 2017, under MFR: 3004478276-2017-00102 (B)(6). Reporting failed due to a duplicate MFR . The manufacturer is now submitting the initial report under a new MFR#. Device not explanted.

Event description:
On 4th may 2017 the manufacturer was notified of the following event: on (B)(6) 2017 a perceval size 21 was implanted in a female patient, with a porcelain aorta and very calcified native annulus. The operation went well and the operating room (or) tee did not show any abnormalities. One week later a paravalvular leak was detected. The physician commented that the bottom of the perceval appeared invaginated and it appears that the valve was implanted slightly lower. On (B)(6) 2017 ballooning was performed by a 20 mm trans-femoral balloon inside the perceval. The procedure went well, the bottom of the perceval that was invaginated, recovered to it's natural shape and the images didn't show any paravalvular leak or damages to the leaflets. The patient (who was awake during the procedure) is doing very well.

Manufacturer narrative:
The echocardiogram images were sent to medstar health research institute for review. The review confirmed the presence of significant invagination at the stent inlet prior to ballooning, and reported that after balloon aortic valvuloplasty (bav) the infolding was mostly corrected. As the device was not explanted no further investigation can be performed at this time, and the root cause of the event is undetermined.